Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump did not enunciate an audible tone. During troubleshooting, the customer triggered an alert and verified that an audible tone was declared by the pump. Blood glucose level was 81mg/dl. Reportedly, the customer continued using the pump for insulin therapy.